Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump is not operating. The patient was at work when he received an occlusion alarm from kinked tubing. The loss of prime warning came next. The reporter indicated that the patient cleared this warning and alarm. Twenty minutes later the pump made a constant 'pinging' sound and the screen went blank. They are unable to power up the pump with a new lithium battery. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.